Event description:
It was reported during follow-up of an asymptomatic patient that the left ventricular lead had been disabled in the past. It was noted that left ventricular capture had been lost and the lead was thought to be dislodged. The lead remained implanted without use.

Manufacturer narrative:
(B)(4).